Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2022-05987. It was reported the patient presented for an unrelated procedure. During the surgery, an insulation breach was discovered on the right ventricular lead and noise was discovered on the atrial lead. The right ventricular and atrial lead were capped and replaced on (B)(6) 2022. The patient was in stable condition.